Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 275cc sal smooth ovl mlv mentor saline breast implant and experienced postoperative right-sided deflation and bilateral capsular contracture (baker grade unknown). As a result, the patient underwent removal and replacement with 325cc mentor smooth round moderate profile, catalog # 3501650, left serial # (B)(4), right serial # (B)(4) on (B)(6) 2009. This medwatch report is for the right-sided implant.